Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading on an adc freestyle libre sensor in comparison to a healthcare provider meter after wearing the sensor for 7 days. The customer reported a sensor scan reading of 90 mg/dl compared with a healthcare provider meter reading of 400 mg/dl within a 10 minute timeframe. Customer further reported they experienced symptoms including dizziness, anguish, dry mouth, and weakness. Customer was treated by a healthcare provider with a diagnosis of severe high blood sugar and administered intravenous insulin and hydration fluid. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report. Date of event was incorrectly documented in the MDR follow up #1 report. Date of event has been updated.

Event description:
Customer reported receiving a low reading on an adc freestyle libre sensor in comparison to a healthcare provider meter after wearing the sensor for 7 days. The customer reported a sensor scan reading of 90 mg/dl compared with a healthcare provider meter reading of 400 mg/dl within a 10 minute timeframe. Customer further reported they experienced symptoms including dizziness, anguish, dry mouth, and weakness. Customer was treated by a healthcare provider with a diagnosis of severe high blood sugar and administered intravenous insulin and hydration fluid. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation of the reader will be required. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Therefore all review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed

Event description:
Customer reported receiving a low reading on an adc freestyle libre sensor in comparison to a healthcare provider meter after wearing the sensor for 7 days. The customer reported a sensor scan reading of 90 mg/dl compared with a healthcare provider meter reading of 400 mg/dl within a 10 minute timeframe. Customer further reported they experienced symptoms including dizziness, anguish, dry mouth, and weakness. Customer was treated by a healthcare provider with a diagnosis of severe high blood sugar and administered intravenous insulin and hydration fluid. There was no report of death or permanent impairment associated with this event.